Manufacturer narrative:
This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2014. A medtronic representative reported the issue could not be replicated. The computer was subsequently upgraded as well. Unable to determine root cause with information available.

Event description:
A site nurse reported that during a cranial tumor resection surgery using the stealthstation i7 system, he went to delete an exam, but some how deleted the whole patient exam series. He stated that he clicked on the "delete selected exam", not "delete selected patient." He stated that when he clicked "delete selected exams," there was no box that popped up that stated, "are you sure you want to delete this exam." Informed him that if the patient file was deleted there was no back up file that is created. He stated that they were trying to merge an additional intraoperative MRI to the initial exam and registration. When the exam was transferred to the stealth it wasn't to protocol. He stated they were going to scan the patient again, to stealth protocol, but had wanted to delete the not to stealth protocol scan when the issue occurred. The surgery was discontinued and rescheduled. No patient harm was reported.